Event description:
It was reported, the pt has been experiencing discomfort due to the ipg moving upward in the pocket. The pt has gained weight since being implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.